Event description:
Battery of t:slim x2 pump was reported as not charging, and power source alert 07 appeared in pump history. Using a different wall adapter resolved the charging issue. Although pump shutdown occurred, blood glucose level did not exceed 500 mg/dl, avoiding adverse impact. Cts informed caller that insulin on board and max hourly bolus are reset to zero, and cgm sessions require manual restart after pump shutdown or reset, advising the caller to monitor and report any persisting issues.